Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During a clinical procedure, the table drove unexpectedly to the head-end position when the user was trying to drive longitudinally to the foot-end. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the reported system behavior was due to a user error. The affected system is equipped with a tilting table which has a stepping motor for longitudinal movement. With a tilted table top, only commanded motorized longitudinal table top movements at slow speed (<250mm/sec) are possible. According to the log files, the table top was tilted between -1.28° and -0.38° during the event. Every longitudinal movement was preceded by the corresponding user request by activating the dead man grip (dmg) at the table control module (tcm). The user activated table movements several times via the dmg and the tcm servo knob. The table top moved according to the work orientation set by the user. Each time the user de-activated the dmg the movement stopped as specified. In the present case the work orientation was set such that the table moved to the head side direction. Therefore, the system worked as specified. The service engineer changed the work orientation by pressing the relevant button on the tcm. In the operator manual (axa4-100.620.17.01.02, chapter 3.5.11 control consoles) it is clearly described how to properly set the work orientation. No corrective action in the field is planned based on the present event.